Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet occluder was successfully implanted in a patient. On an unknown date, the patient presented to the hospital and it was noted that the patient had suffered a stroke. The direct cause of the patient's stroke is unknown. The patient stayed for one evening, there was no treatment, and has been since been discharged. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. There was no allegation of malfunction against the abbott device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.